Manufacturer narrative:
The tech replaced the left head brake caster to repair the bed.

Event description:
While performing a function check, the tech found when the brakes were activated, the head left caster would ratchet side to side.